Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an alert was tripped and oversensing and noise were noted on egm. Lead fracture was also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.